Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had difficulty with their device. The patient reported that the controller had past issue of being stuck on the "looking for device screen" and repair had replaced the recharger antenna because of that issue. The patient reported that "everything (all his external equipment) has gone nuts" and nothing was working. It was reported that when the controller works it works fine but intermittently. The patient reported that they were on program b set on 30 and the next time they look at the controller the stimulation was at 47 or some other number. The controller screen would freeze, and the lithium battery will have to be taken out and it would work but then after a while the controller would freeze again. The patient reported that therapy worked on and off for him so at certain points during the day they were in a lot of pain or they would be at zero pain. The patient reported that when everything is working they have zero pain but right now the therapy was no longer doing anything for the pain and they were in extreme pain now, level 10 pain. The patient refused offers to check setting/make possible adjustments and stated that has already been done. The patient reported that the therapy was working great for a while, but the controller started having issues and they were pain. The patient reported that they tried program c and a but those programs were ¿bonkers¿ too. The patient reported that they have an adaptive stimulation and the numbers on the screen would change on their own (patient said that rep set up positions so that each position was 25 (recline, laying back/laying l and r, reclining) and the rest were 30 (standing up, sitting upright). The patient stated that he was a physician and had tried different things to correct it and declined troubleshooting offered. The patient reported that they tried aa batteries in the controller and the controller wouldn't work with aa batteries and they still have the same problem of controller freezing up. The patient reported that the controller cannot find the battery. The patient reported that they received a new controller, recharger and now lithium battery and yet they were still having issues getting stuck on the ¿looking for device screen¿ and it continues to freeze and the only way to resolve is to take out the lithium battery and reset controller.